Event description:
Pelvic pain, increase in eczema, bloating,. New food allergies, ibs, fatigue. (B)(4).

Event description:
Additional info received from the reporter on 07/03/2014: forgot to add dips in blood pressure. Nearly daily headaches. Memory trouble. Foggy mind. Increased blood sugar. Abdominal pain and cramps.

Event description:
Additional info received from the reporter on 07/14/2014: got a copy of my implantation records today. Date was (B)(6) 2010. Dr office forged consent form, which I saw for the first time of picking up copies today (B)(6) 2014. Had I known essure contained nickel, which I've known I was allergic to since I was a teen, I never would have gone through with this and definitely wouldn't have signed the forged consent form I discovered today. I was asked to pick up a dose of toradol from my pharmacy to take before the procedure, but a mysterious lot number for the drug is in my file. My doctor left right after placing my devices and his nurses had to get orders from him over the phone when my bp went to 73/39. I was in the office for over 2 hours after the procedure while the nurses tried to regulate my bp and nausea. My file also says I was given an essure card, but I never received any such thing.

Event description:
Additional info received from the reporter on (B)(6) 2014: want to add that procedure was done in doctor office without anesthesia. It was incredibly painful and I passed out. The nurse told me it was a vaso-vagal response. I had low blood pressure and pulse and had to be given an injection to bring them back up.